Event description:
The customer provided a spreadsheet of their internal study: "standard 3.5 ml bd brand tube bmp results (with plasma separator plug) versus greiner low volume (lv) 1 ml green top tube results (both lithium heparin)". The customer advised when the greiner tube was used, they experienced low bicarbonate (hco3-) results with increased anion gaps, (due to low hco3-) in 2 study subject patients. The customer advised they also experienced minimally elevated lactate levels. The customer advised they initially inquired if their study drug was the cause, then inquired if it was an artifact of the greiner tubes. The customer advised they had one of the patient subjects do paired measurements with a bd 3.5ml lh separator tube and the greiner tube. Testing was performed through their hospital lab, analyzer type used was unknown. The customer advised the greiner tube gave erroneous results; the bd tube provided normal results. Customer provided their reference ranges: hco3- (21-31mm), lactic acid: (0.5-2.2mm). Customer advised the greiner tubes were filled to the indicator (1ml), inverted ~5 times. Customer advised the basic metabolic panels [includes hco3-], were analyzed within <60 minutes after collection, lactate within 30 minutes of collection. Customer advised the tubes were not refrigerated/on ice after collection. Update 28jan2025: received additional materials and batches in customer returned samples. 454237/a240645d and 454081/a240236g have been added to the complaint.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4): received 30pc 454081/a24033q9, 2pc 454081/a240236g and 2pc 454237/a240645d for evaluation. Received customer pictures and data. We have no further complaints on the materials/batches. We forwarded the complaint, customer samples and pictures and data to our affiliated headquarters in austria from which we receive this product. A review of production documentation revealed no deviations in association with the reported issue. Customer provided samples were checked regarding additive content, and no abnormalities were detected. The complaint is not confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.